Event description:
It was reported that during a gastric bypass procedure, the staple line inside was bleeding a little bit more than usual. Twenty four to forty eight hours after the surgery, the patient had to go back to the operating room because of an occlusion due to the bleeding. The bowels were dilated. The patient is in stable condition.

Manufacturer narrative:
(B)(4). Additional information requested and obtained: was the site of the bleeding intraluminal or intra-abdominal? Was the site identified? Unknown. How was the leak identified? How was the leak addressed? Bleeding. Were there any issues noted with staple formation during initial or secondary operation? No. Was buttressing material used? What color cartridge was used? No; white cartridge. Was a blood transfusion necessary? No.

Manufacturer narrative:
(B)(4). Information was not provided by the contact. Information is unavailable; device was not returned for evaluation. Additional information was requested and the following was obtained: additional information received per affiliate: during the initial surgery, was anything unusual noticed despite of the ¿little bit more bleeding¿? Nothing was unusual during the anastomose. Was it used on thick tissue? No it was on the small intestine. Did the surgeon waited the recommended 15 seconds after closing and before firing the device? Yes, most of the time he wait 30 seconds. What color cartridge was being used? White color. How was the ¿little bit more bleeding¿ managed? He had to re-operate the patient due to an obstruction due to the bleeding. ¿the patient had to go back to the operating room because of an occlusion due to bleeding¿ occlusion of a vessel or bowel and how was it detected? Patient came back with pain + blood in the cells. ¿the bowels were dilated¿ was done to manage this situation? They had to open a part of the small bowel and use an aspiration to remove all the blood. The following information was requested, but unavailable: what is meant by ¿blood in the cells? How was ¿bleeding a little bit more than usual¿ addressed in the original procedure? As the device and cartridge are discarded, is it possible to provide a lot or batch ref. Number?